Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported epistaxis and gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had also experienced epistaxis at the time. No specific information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device- 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient presented to the clinic significantly short of breath and with fluid overload and 10lbs weight gain. The patient was only able to ambulate half a block since the onset of symptoms. On (B)(6) 2016 the patient had two episodes of melena. The patient¿s hemoglobin (hgb) level was 9.4 g/dl, down from 11.4 g/dl. No etiology for the patient¿s blood loss was found. At the time of the event, the patient¿s anticoagulation therapy included aspirin. The bleeding resolved on (B)(6) 2016. No additional information was provided.